Event description:
A physician reported a pt who was skin tested on 11/17/97 with negative results. The pt was treated on 7/15/98 into the forehead (exact site not noted) and the perioral region. The procedure was uneventful. The pt reported that on 7/23/98, she noticed lumps, resembling mosquito bites on her arms and legs (without having been exposed to mosquitos) and swelling in her feet and legs. As of 7/27/98, the swelling had reportedly diminished, and the pt's arms and legs had the appearance of having multiple bitemarks. No other symptoms were reported and the pt had not been seen by the physician. There was no diagnosis provided, and the physician was unsure if the symptoms were related to the collagen. Over-the-counter benadryl was suggested to the pt over the phone on 7/27/98. The symptoms were resolved on 7/30/98. The pt never returned to the office. On 2/22/99, the physician did not know if the symptoms were related to collagen.